Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: only a small portion (< 5 inches) of the laser fiber was returned for evaluation. The connector was not returned. It cannot be determined which end was the use/ distal end and which end was the end that broke. There were no identifiers or markings that confirmed the device is a tfl-fbx550s; however, measuring the diameter of the fiber confirmed it was about half a mm in diameter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the probable cause of the reported event (fiber breaking off in patient) could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius; doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming." This supplemental report includes a correction to d8 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned for evaluation, but has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during patient follow up for removal of residual calculi in the right kidney, the physician found a blue product that was believed to be a broken fiber used from previous percutaneous nephrolithotomy (pcnl) procedure. The broken fiber was 6 centimeters long, traversing upper calyceal puncture site to lower calyx. Further pcnl was done and retrieved the foreign body. The anesthesia was extended for thirty minutes. The device was inspected prior to use. There were no reports of further patient or user harm associated with this event.